Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "left side rupture". Device has been explanted and replaced. Healthcare professional reported "capsular contracture grade unknown", "extracapsular silicone outside the capsule with what appeared to be granulomatous inflammation", "hole was observed during surgery".